Event description:
It was reported to boston scientific corporation on (B)(6), 2009, that a percuflex biliary drainage stent, that is a sterile sample arrived for a tender in (B)(4) without the directions for use.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacturer dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).